Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
I¿m looking for some direction on what I should do. My husband had a knee replacement with the mako robot which has left him unable to fully bend his knee, so he can¿t take stairs, ride a bike, or sit comfortably in a chair. We have been working through some solutions with the surgeon and now we have been informed that the disability is permanent. I want to report this as my husband is concerned it is because the surgeon used the mako robot. The surgeon speculated that the top part of the implant was not inserted deep enough to allow for full range of movement. Update: patient had a "scope" on (B)(6) 2024 to remove scar tissue then had physical therapy and wasn't able to bend past 100 degrees. Patient stated will require a revision. Patient clarified "permanent" meaning can't extend knee past 100 degrees.

Manufacturer narrative:
An event regarding arthrofibrosis involving an unknown knee was reported. The event was confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated: the first operative report dated 11/7/ 23 details an uncomplicated mako assisted tka. The second operative report details and arthroscopic detriment of extensive intra-articular scar tissue followed by a manipulation under anesthesia. Postoperative pt and orthopedic office notes provide evidence of improvement following the second procedure however the patient still had difficulties with obtaining flexion and was limited to 106 degrees passively. Arthrofibrosis with restricted knee range of motion following a primary tka is confirmed. The root cause of the arthrofibrosis cannot be determined from the documentation provided. Should further documentation become available I would be happy to further this investigation. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: the first operative report dated (B)(6) 2023 details an uncomplicated mako assisted tka. The second operative report details and arthroscopic detriment of extensive intra-articular scar tissue followed by a manipulation under anesthesia. Postoperative pt and orthopedic office notes provide evidence of improvement following the second procedure however the patient still had difficulties with obtaining flexion and was limited to 106 degrees passively. Arthrofibrosis with restricted knee range of motion following a primary tka is confirmed. The root cause of the arthrofibrosis cannot be determined from the documentation provided. Should further documentation become available I would be happy to further this investigation. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
I¿m looking for some direction on what I should do. My husband had a knee replacement with the mako robot which has left him unable to fully bend his knee, so he can¿t take stairs, ride a bike, sit comfortably in a chair. We have been working through some solutions with the surgeon and now we have been informed that the disability is permanent. I want to report this as my husband is concerned it is because the surgeon used the mako robot. The surgeon speculated that the top part of the implant was not inserted deep enough to allow for full range of movement. Update: patient had a "scope" on (B)(6) 2024 to remove scar tissue then had physical therapy and wasn't able to bend past 100 degrees. Patient stated will require a revision. Patient clarified "permanent" meaning can't extend knee past 100 degrees.